Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for failed battery test. The customer's blood glucose level was reported to be 120mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer had already received replacement battery cap. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube, battery tube spring and battery cap contact. Unable to verify failed battery test alarm or perform the functional testing, including the operating currents measurement, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.